Event description:
It was reported that the customer received a no delivery alarm during basal. Troubleshooting was performed. The infusion set and the reservoir were changed, and a new battery was installed. It was stated that after two hours, the customer's blood glucose was higher. Ran a high pressure test and the test failed. It was stated that the cap of the reservoir was too small. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.